Event description:
It was reported that this patient presented to the emergency room with a fast heart rate and was subsequently admitted to the hospital. A device interrogation indicated the patient received inappropriate shock therapy from this cardiac resynchronization therapy defibrillator (crt-d) device due to an atrial arrhythmia. The shock therapy was noted to have converted the patients rhythm. The interrogation also revealed that the patients last device check was in 2016. Review of additional device history data revealed a previous episode from approximately three (3) months ago where the patient also received inappropriate anti-tachycardia pacing (atp) therapy and inappropriate shock therapy for an atrial arrhythmia. The patients rhythm also converted in that episode. The device remains in-service. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient presented to the emergency room with a fast heart rate and was subsequently admitted to the hospital. A device interrogation indicated the patient received inappropriate shock therapy from this cardiac resynchronization therapy defibrillator (crt-d) device due to an atrial arrhythmia. The shock therapy was noted to have converted the patients rhythm. The interrogation also revealed that the patients last device check was in 2016. Review of additional device history data revealed a previous episode from approximately three (3) months ago where the patient also received inappropriate anti-tachycardia pacing (atp) therapy and inappropriate shock therapy for an atrial arrhythmia. The patients rhythm also converted in that episode. The device remains in-service. No additional adverse patient effects were reported. Additional information was provided that this crt-d device was subsequently explanted and replaced for normal battery depletion. The device was returned for analysis. No additional adverse patient effects were reported.